Manufacturer narrative:
A patient was not receiving effective stimulation due to invalid impedance was reported to abbott. Testing revealed high impedance on right extension and low impedance on left extension. As a result, both extensions were explanted and replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15277. Related manufacturer reference number: 1627487-2021-15278. It was reported the patient was not receiving effective stimulation due to impedance issue. Diagnostic testing revealed high impedance on right extension and low impedance on left extension. In turn, surgical intervention was undertaken wherein both extensions were explanted and replaced. This addressed the issue. It is unknown which extension out of two was implanted on right side therefore both are being reported.